Event description:
Pt received three 3.0 x 18mm cypher stents in 2003. One of the cypher stents was placed in the mid lad and the other two were placed in the mid rca. The pt also received a medtronic stent in the proximal rca. Two years later, the pt had a myocardial infarction (mi) and re-ptca. The mi was not fatal. Which lesion was treated is not known at this time.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.